Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer at this time. If additional information becomes available then it will be submitted in a supplemental report.

Event description:
It was reported that, "doctor tried to take off bipolar trial. When doing so, screw in portion of handle came off and was unable to put back in handle to stay."